Event description:
The surgeon was going to perform a posterior c1-c2 fusion on the patient. The patient was positioned prone and had been placed and secured in the mayfield. Disposable adult skull pins were used. After scrubbing and drying the surgical site, the pins slipped and the patient's neck hyper flexed back. The surgeons had mentioned that this clamp "wiggles" additional information was requested and on 20oct2015, the following was received: on (B)(6) 2015, a (B)(6) male patient underwent a posterior cervical fusion. The patient was initially placed in the clamp supine and then repositioned prone. The surgery was not performed with a stereotaxy device. The length of time the product was in use before the event occurred was 5 minutes; it was noticed while the patient was being prepped for surgery. The patient's neck flexed approximately 45 degrees. The neck was stabilized and the patient was repositioned. It was reported that the patient incurred lacerations which were repaired with staples. The device was removed from patient. Patient outcome/ patient's condition, specifically the neck was reported as "unsure".

Manufacturer narrative:
Integra has completed their internal investigation on 22dec2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. Also is stiff when locking the index knob and a residue buildup is present; this would not have caused slippage. When unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. If then surgeon statement " wiggles" pertains to the swivel base. It does have rotational movement in the locked position, but nothing that cause a slippage service history: date of service: 04/25/2014. Reason for service: item involved in incident with patient laceration; repair evaluation: complaint not confirmed - no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly position and under pressure unit would not have caused slippage. Unit needs heli-coils added to large starburst threads; general maintenance and cleaning required. Repair is due to lock having rotational movement and a residue build up is present. This unit has never been sent in for routine maintenance. No manufacturing or design related trend has been identified. In summary the end users reason for return could not be duplicated as it pertains to slippage. With respect to the "wiggles" if the surgeon statement is pertaining to the swivel base the returned device does have rotational movement in the locked position, but nothing that would result in a slippage.